Manufacturer narrative:
This report is submitted on february 28, 2018, (B)(4).

Event description:
Per the clinic, the device was explanted on (B)(6) 2017, due to wound dehiscence. It is unknown if the patient was reimplanted with another device, as of the date of this report.